Event description:
In 2001, a gore excluder thoratic endoprosthesis (pb371500/lot#010550103) was implanted to treat an acute type b dissection. In 2006 a computed tomography scan revealed a new re-entry tear just below the device. In 2006 a gore tag thoratic endoprosthesis was implanted to successfully exclude the re-entry tear.

Manufacturer narrative:
H3: the device remains functioning in the patient.